Manufacturer narrative:
The insulin pump had no button error alarm noted. The device has intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window, cracked battery tube threads, and a stained cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 307 mg/dl. Troubleshooting was not performed. The device was returned for analysis.